Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed the device was delayed in its pressurisation and that it failed the weight test. The complaint was confirmed and the root cause has been determined to be a seal failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during shoulder procedure the spider was not locking. 20 minutes delay and the procedure was completed by using a second scrub to hold the arm. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.